Manufacturer narrative:
The device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: in this case no items were returned. A physical examination was not possible. The review of the DHR did not reveal any discrepancies. The review of the risk analysis revealed that cut-out had been considered. The occurrence threshold was not exceeded. Available x-rays led to the conclusion that an insufficiently placed set screw may have led to the event. A discrepancy of the product(s) was not verified on x-rays. The file will be closed formally and will be reopened in case product(s) and / or substantive information become available. Without product(s) and without medical information a real cause of the reported event could not be determined.

Event description:
Site research coordinator was informed by subjects daughter of a cut out of the cephalic screw when trying to schedule an appointment for follow-up visit 13 weeks after initial surgery.

Event description:
Site research coordinator was informed by subjects daughter of a cut out of the cephalic screw when trying to schedule an appointment for allow-up visit 13 weeks after initial surgery.